Manufacturer narrative:
H6: investigation summary bd received 6 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis and gel air bubbles were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, hemolysis, and gel air bubbles, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis and gel air bubbles were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube, the device experienced air bubbles in the gel, and hemolysis. The following information was provided by the initial reporter. The customer stated: customer is experiencing hemolysis in the tubes. The lab has contacted them regarding this issue. They have also seen bubbles in the gel and want to know if this can cause hemolysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube, the device experienced air bubbles in the gel, and hemolysis. The following information was provided by the initial reporter. The customer stated: customer is experiencing hemolysis in the tubes. The lab has contacted them regarding this issue. They have also seen bubbles in the gel and want to know if this can cause hemolysis.